Event description:
The user facility reported that water was leaking from their reliance synergy washer creating a puddle on the floor in the room were the unit is located. The user facility staff contained the water with blankets and continued to use the washer. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that clamps were loose on the hoses near the recirculation pump. The technician tightened the clamps, ran a test cycle and found the unit to be operational.